Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt); "delay of 30 minutes" (no code available). Product problem(s): "error code" (device displays error message); "system was re-primed 5 different times" (failure to prime). A nurse reported receiving an error code. The cassette was removed and the system was reprimed five times. The case was completed. The second case had a delay of 30 minutes due to the doctor requesting not to use the system that was having problems. The second pt was prepped and had an IV.

Manufacturer narrative:
A company service rep examined the system. The fluidics module was replaced and sent to manufacturer for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).